Manufacturer narrative:
Results: visual inspection of the returned product found the lens optic torn into two pieces. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon was inserting an aq5010v silicone three piece lens, but the lens would not advance properly in the cartridge, and the surgeon requested another lens. The lens was torn ejecting from the cartridge to return. There was no patient contact or injury.